Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple failure modes were referenced in the article, with no specific lead model failure indications. The failure modes were noted as: dislodgement, phrenic nerve stimulation (pns), unacceptable thresholds, and a loss of ventricular stimulation. Further follow up did not yet yield any additional information. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6) years old. Possible models could include: 4193, 4194, 4296, and 4196. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿left ventricular lead stabilization to retain cardiac resynchronization therapy at long term: when is it advisable?¿ europace (2014) 16, 533¿540. (B)(4).